Event description:
The customer reported the 5c control of the coulter lh 500 hematology analyzer was not matching in mode to mode. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/28/2015. The fse found that the blood sampling valve (bsv) and the secondary aspiration pump (pm5). The fse replaced the bsv and the secondary aspiration pump, which resolved the reported issue. The repairs were verified per established procedures. (B)(4).